Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient used expired infusion set, which led to high blood glucose level and was treated with correction via syringe event on 05 may 2026.